Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the programmer started up with a blank screen and an error code, the software was corrupt. It was also noted that the cable bay was damaged. (B)(4).

Event description:
It was reported that the programmer displayed an error code upon boot-up. The programmer was returned for servicing. No patient complications have been reported as a result of this event.